Event description:
Healthcare professional reported, left side "rupture. And capsular contracture, baker grade unknown". Healthcare professional, later reported, "capsular contracture, baker grade I". Device has been explanted and replaced.

Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified. It is not possible to determine, the lot number or catalog number through the photos provided. Rupture-breast: observed, opening on the device. But, cannot perform an assessment of the opening, as no microscopic analysis can be performed. Capsular contracture-breast: unable to observe, since it is not related to the device. No additional observations are performed. No further actions are required, since no issue in the manufacturing of the device is observed.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "rupture and capsular contracture baker grade unknown". Healthcare professional later reported "left breast grade I". This record is for the left side. Device was explanted and replaced.